Manufacturer narrative:
User reported getting hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2025. Multiple attempts were made by customer care to contact the user for further information. However, the user remained unresponsive. No further investigation was possible. Per dms, the user was actively using the system following the event.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user was hospitalized due to diabetic ketoacidosis (dka). The event happened on (B)(6) 2025.the user did not provide any additional information regarding dka.per dms, user is actively using the system.